Manufacturer narrative:
The returned cable was evaluated. Visual inspection revealed a torn outer jacket at the bend relief area of the rd15 connector. The torn outer jacket was most likely due to cleaning solution based upon the stiffness and hardness at the torn area. The cable passed all functional testing and was determined to be functioning as designed.

Event description:
The customer reported: "rd philips cable part number 4083 splitting at casing of sensor connection end; therefore causing intermittent readings, dropping out signals, and causing issues overall with monitoring effectively and accurately." No patient impact or consequences were reported.